Event description:
Nebulizer failed to work and the pt had to be intubated. Tried to turn up the oxygen but still could not get it to aerosolize the medication. Both the ems unit and ER doctors could not get it to work. It was reported the pt is fine.

Manufacturer narrative:
The suspected device was discarded and not available for eval. One (1) case of fifty (50) nebulizers from the same lot were pulled from inventory. The nebulizers were tested with water to determine if the device would aerosolize. Aerosolization was observed for all when tested at the lowest recommended flow rate of 5lpm which is worst case. This however, does not simulate exactly the medication used which may have a different viscosity. Exact cause could not be determined without the failed device but most likely caused by obstruction in the inner jet hole which could restrict the airflow.